Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six weeks post the implant of a right ventricular (rv) lead that the patient was experiencing tricuspid regurgitation. The rv lead was removed and will not be replaced. No further patient complications have been reported as a result of this event.